Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the tubing between the active exhalation valve and the porting block was found to be disconnected. The tubing was re-connected to address the issue.